Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating. A field service engineer connected the unplugged network cable to the back of the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation 4000 es system had a station was not communicating. The customer reported that there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.